Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval, there is no additional info regarding the device, therefore, no further conclusions could be drawn based on the limited info retrieved. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices. Stricture is an anticipated complication of anastomotic leak.

Event description:
Pt suffering of rectal malignancy underwent open lar (6cm of the anal verge) using the colonring. On pod 5, leakage was detected and ileostomy was performed. After 3 months, the pt came back for medical eval, stricture at anastomosis site (6 cm from anus) was found (diameter of rectum was approx 1cm). The pt was instructed on how to dilate the rectum by fingers. The method was helpful.